Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was replaced due to malfunctioning of device. Additional information has been requested and is not available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the reason for the device replacement was due to the device being at normal end of life and not due to any malfunction. There was a note in the device saying that ¿the device was reset due to an MRI on (B)(6) 2013, and restored on (B)(6) 2014. Patient was stable.